Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. The distal tip was damaged. Magnified inspection of the balloon revealed a 1cm longitudinal tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right common iliac artery. The lesion was treated with placement of an epic stent, subsequently, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for post-dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 4x20mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right common iliac artery. The lesion was treated with placement of an epic stent, subsequently, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for post-dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 4x20mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).